Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 175 mg/dl. The customer stated that she dropped her pump in the toilet and the screen is black. The customer stated that the screen looks like ink stains. The customer stated that there is fluid under the lcd display. The customer stated that the screen is hard to see. The customer stated that there are no visible cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage was found on the keypad traces, lcd screen, electronic assembly or motor. The pump passed the displacement test and no black screen or display anomaly was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.